Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, visualization was lost. The loading screen and scope connect screen appeared. The scope was unplugged and plugged back in, but visualization could not be recovered. The procedure was completed with a reusable scope. There were no patient complications related to this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.